Event description:
It was reported by the plaintiff's attorney that plaintiff was implanted with the ams sparc sling system "on (B)(6) 2009" to treat pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney alleged that the plaintiff "suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia, hematuria, dysuria, chronic mucoid discharge and other injuries." Plaintiff's attorney also alleges that the plaintiff has "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures and she has sustained permanent injuries," as well as other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.